Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other similar incidents reported from this lot. However, this is not a lot specific product quality issue. The investigation determined that operational context is the likely contributor for the reported difficulties. It is likely that challenging anatomical conditions contributed to the difficulties. The limited clearance with the calcification in the artery triggered the small torque to be applied and subsequently caused the distal tip to break at the core. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an occlusion in the distal femoral/popliteal artery with distal calcification. When crossing the calcification, the hi-torque proceed guide wire was caught in the calcification so small torque was applied. When removing the guide wire, the distal tip broke at the core, but remained attached to the coils. Everything was able to be removed from the anatomy in one piece. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.